Manufacturer narrative:
Philips service replaced the ippc and converter 8e velara and verified system operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that ippc failed to power on; replaced and verified operation on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.